Event description:
The customer contacted beckman coulter, inc. (Bec) to report imprecise quality control (qc) results recovering outside of labeled assay precision claims when assaying for testosterone on an access 2 immunoassay system. No patient samples were being assayed at the time of the event. There was no impact to patient treatment. The customer reported that no erroneous patient sample results have been reported out of the laboratory. The customer reported that a preventive maintenance was performed on the analyzer on (B)(6) 2011. All other assays are currently performing within specifications. The customer reported that the laboratory is dedicating one individual to prepare the qc samples in an effort to reduce qc performance variation. A definitive root cause has not yet been determined for this event.